Event description:
This female underwent bam with implantation of silicone gel breast implants in 1979. It is known that the implants are co's from the MFR's imprint on the implants. The other identifying details are not known to this reporting facility due to the time frame of implantation. Gross exam: both implants were so disrupted that a gross was not attempted. Near the periphery of both implants is an irregular laceration which exudes clear gelatinous material. Both capsules show fibrosis with calcification and foamy machrophages.